Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok xl clips 3/cart 42/box, lot# 73e1800155 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lock of the clip was found broken after loading in the applier during a cholecystectomy operation. There was no patient injury.